Event description:
It was reported that the patient experienced discomfort, pain, purulent discharge/pus, redness and swelling. An infection was confirmed, source of the infection is unknown but may be due to deep keloid scarring on patient's chest that something encapsulated may have been disturbed during the procedure. The implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) left bundle branch lead were explanted and replaced with a leadless pacemaker. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.